Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They were utilizing the dissection tip with insufflation on the btt port and had difficulties with insufflation of the tunnel. Upon switching the btt port grommet to the larger one (to accept the harvesting cannula) and reconnecting the insufflation tubing to the distal port on the harvesting cannula, hospital noticed that they did not have any airflow and that the tunnel was collapsed. They had a pressure of 10 and a flow of 4 l/min and attempted to increase flow and pressure but nothing happened (still no flow and a collapsed tunnel despite having the btt inflated). Hospital took the harvesting cannula out and could hear airflow at the tip but it was very muffled/obstructed sounding; however, there was no fat or obstructing material that could be seen on inspection. They changed out the insufflation tubing and even tried a different tower, however, no change in airflow occurred. Hospital changed process to open the patient's leg.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They were utilizing the dissection tip with insufflation on the btt port and had difficulties with insufflation of the tunnel. Upon switching the btt port grommet to the larger one (to accept the harvesting cannula) and reconnecting the insufflation tubing to the distal port on the harvesting cannula, hospital noticed that they did not have any airflow and that the tunnel was collapsed. They had a pressure of 10 and a flow of 4 l/min and attempted to increase flow and pressure but nothing happened (still no flow and a collapsed tunnel despite having the btt inflated). Hospital took the harvesting cannula out and could hear airflow at the tip but it was very muffled/obstructed sounding, however, there was no fat or obstructing material that could be seen on inspection. They changed out the insufflation tubing and even tried a different tower, however, no change in airflow occurred. Hospital changed process to open the patient's leg.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the cannula handle. The insufflation tube and the water tube were observed to be intact. No visual defects were observed. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID (B)(4) due: (B)(6) 2020). A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The values displayed were within specified acceptable range which is 2242 sccm. Based upon the returned condition of the device and the results of the investigation, the reported failure "improper flow or infusion" was not confirmed.